Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bend in a 3cg stylet is confirmed; however, the exact cause is unknown. One photograph of a 3cg stylet was returned for evaluation. An initial visual observation of the photograph showed a bend in the 3cg stylet near the distal end of the stylet. The sample appears to be in a plastic bag. What appears to be use residue is observed in the plastic bag. No further detail of the damage could be discerned from the returned photograph. While the exact cause of the observed bend could not be determined from the returned photograph, possible causes of the bend include damage caused by advancing against resistance, inadequate hydration of the stylet, and excessive manipulation. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer ¿while inserting PICC-after one pass and meeting resistance. 3cg wire was removed from patient and tip was noted to be bent at a 90-degree angle. New 3cg wire was acquired and used for completion of procedure.¿ no other information was provided.

Event description:
It was reported by the customer ¿while inserting PICC-after one pass and meeting resistance. 3cg wire was removed from patient and tip was noted to be bent at a 90-degree angle. New 3cg wire was acquired and used for completion of procedure.¿ no other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.